Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and administered a glucagon injection to address the issue. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 2 weeks later with the issue resolved. Additionally, it was reported that "customer had unrelated health concerns that kept her in the hospital after her low bg was resolved". Recommendation was made to consult with a healthcare provider to discuss diabetes management.